Event description:
On 10/11/2022, it was reported by a sales representative via sems that an ar-9231-02ag-25l univers vaultlock augmented glenoid drill guide and an ar-9215-1-03 universal quick connect handle had an issue. During an anatomic total shoulder replacement procedure on (B)(6) 2022, the surgeon snapped off the 25 degree medium left augmented vautlock drill guide intraoperatively. No piece broke off inside the patient. They placed the drill guide by hand-holding orientation with a coker while the superior drill bit was driven to a positive stop. The case was completed successfully. This was discovered during use with no impact to the patient. Additional information has been requested. On 10/11/2022, the sales representative stated the following information via phone: the instruments were within the incision inside the patient when they broke, but all fragments were retrieved fully. The case was completed successfully with no impact to the patient. Both complaint devices are available for return.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to use error due to excessive force on the guide.